Event description:
Doctor reported fracture of internal connection of implant at tooth site 36. Implant was placed according to clinical protocol, crown was placed 4 months after implant placement. Crown was fit on alveolar level. 6 months after placement of crown implant fractured. Doctor also reported pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Expiration date unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,sbm,13 (tsv4b13) was returned for investigation. Visual evaluation of the as returned product identified that the implants collar was fractured. Damage at the threads and debris was observed at the threads. During the inspection the technician was unable to verify the implants measurements due to the as-received state of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition was not recorded on the per form. Bone density was moderate density (type ii). The reported device was located on tooth 36 (fdi) and was used for approximately 1 year. Device history record (DHR) review was completed for the subject lot number 63500174. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63500174 for similar events and no other complaint was identified. Review completed utilizing keywords: functional : fracture : implant. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.